Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: device interaction/functional. Visual inspection: upon visual inspection, it was observed that the tip was found damaged. Furthermore, there are scratches on the device likely due to the implantation and explantation which have no impact on the functionality of the device. The distal inner thread is not damaged. All features related to the reported complaint condition were reviewed and no other issues were identified. Functional test / dimensional inspection: functional test could not be performed as the counterpart was not sent back for investigation.instead, dimensional inspection will be performed. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint condition could not be confirmed as the counterpart was not sent back for investigation which makes it impossible to reproduce the reported complaint condition. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. Based on the provided information we are not able to determine the exact cause. We can only assume that during surgery an application error may have taken place. However, based on the findings above there is no indication that a design or manufacturing issue contributed to the complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot manufacturing location: elmira / monument manufacturing date: jan 23, 2019, expiration date: jan 01, 2029, part number: 04.038.405s, tfna fenestrated helical blade 105mm -sterile, lot number: h805650 (sterile), lot quantity: 48 . Work order traveler met all inspection acceptance criteria. Inspection sheets ns072856 rev d met all inspection acceptance criteria. Inspection sheet, final inspection, ns068751 rev f met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Scn 15916 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review mar 31, 2020: DHR reviewed . This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: concomitant devices reported: tfna fem nail ø12 r 130° l380 timo15 (part# 04.037.258s, lot# h775856, quantity# 1). This complaint involves two (2) devices.

Manufacturer narrative:
Additional device product codes ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2020, during an open reduction internal fixation procedure, for a fractured neck of a femur, that the helical blade became stuck in the incorrect position on the femoral nail. The helical blade was removed and replaced with a screw. The femoral nail was not impacted and remains in the patient. There was an unspecified amount of a surgical delay. The patient was reported to be in a stable condition after the procedure. The procedure was completed successfully. Concomitant devices reported: 12mm/130 deg ti cann tfna 380mm/right-sterile (part 04.037.258s, lot h775856, quantity 1), guides/sleeves/aiming: aiming arm (part number unknown, lot unknown, quantity 1). This report involves one (1) tfna fenestrated helical blade 105mm ¿ sterile. This is report 1 of 2 for (B)(4).